Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09nov2020.

Event description:
The customer called into technical support (ts) reporting that the device is displaying "machine pressure sensor autozero failed" code. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
G4:26jan2021. B4:27jan2021. The customer sent the device to bench for repair. Bench confirmed reported problem. Unit is showing error consistent with machine pressure sensor autozero failed on power on. The data acquisition pcba needs to be replaced to fix the problem. The bench tech replaced the data acquisition pcba and this resolved reported issue. The device passed all tests and was sent back to the customer in working condition. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.